Manufacturer narrative:
One 8fr angio-seal sts plus device was received for product analysis. The carrier tube assembly with the bypass tube separated, the aluminium pouch and the plastic header bag were returned. The returned components were subjected to visual analysis. The anchor of the carrier tube assembly was fully exposed and the collagen appeared slightly swollen. The aluminium pouch was opened completely and all the way till the end. Functional testing was then performed by attempting to slide the bypass tube over the anchor. This was not able to be accomplished as the collagen was already swollen preventing the bypass from moving into the manufacturing position. Tension was then applied to the anchor which released the collagen and tamping tube from the carrier tube assembly. The anchor length was measured to be 0.4045" and the anchor height was measured to be 0.042". The bypass tube inner diameter of the distal end was 0.110" and the proximal end was 0.100". The length of the bypass tube was 0.6595" and the width of the bypass tube was measured to be 0.312". All measurements were within the specifications. A review of the device history record of the product code/lot# combination was conducted with no findings. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported the bypass tube was already detached. The bypass tube was already detached from the carrier tube tip when the angio-seal poly-foil pouch was opened. The device was not used and another angio-seal device was used to successfully achieve hemostasis. The size of the sheath ancillary used was 7 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 5 mm. There was no health damage to the patient.